Event description:
Rn completed a minor surgical procedure involving a mole removal. Upon completion of procedure, the rn attempted to activate the shield which did not slide forward all the way. Upon their second attempt at activation, the shield slid completely off the handle. The rn sustained a minor laceration to the hand approximately 3/4" long which did not require stitches or any other medication intervention other than a thorough cleansing.